Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector was very sticky and it was hard to slide. The same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation details: the investigation was completed, and there were no non-conformities discovered during the investigation. The complaint cannot be confirmed.